Event description:
It was reported that a balloon rupture occurred. The 94% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery (mlcx). Pre-dilation was performed using a 2.5 x 20 mm emerge balloon catheter, followed by the advancement of a 3.50mm x 12mm nc emrge balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured, causing damage to the protector tip. The procedure was completed with another of same device, and no complications were reported for the patient. The patient was stable and in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.